Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. The customer stated that this issue had taken place with multiple infusion sets and caused high blood glucose levels. Blood glucose level at the time of the incident was 303 mg/dl. The customer reported that the issue was resolved by a complete set change. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.